Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed with particulate matter inside the balloon. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between october 30, 2014-october 31, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.15 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.